Event description:
It was reported that they analysed what looked like debris on kits that had been returned from an external sterilisation provider and found both debris and rust. Following re-processing the customer found debris on the kits and after they repeated the wash and clean processes with ultrasonic pre clean, the sets still have debris on some instruments. The adverse incident recorded by the customer internally stated that 'trays opened for patients operation. Debris in cannulated taps and screw driver handle, therefore kit unusable. So instrument tray, taps and awl have debris in. Then kit 3 opened, debris in awl and cannulated taps. No other kit available in hospital. The fixation tray, hole in kit through all layers and debris therefore case cancelled.'

Manufacturer narrative:
Catalog# 48280200, lot# 151387. Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified. Inspection of the returned device did not reveal any identifiable debris or rust. Conclusion: because the reported issue was not observed in-house, the issue could not be fully investigated and a definite root cause could not be determined. However, it is likely that the extended time between use and cleaning identified contributed to the event.

Event description:
It was reported that they analysed what looked like debris on kits that had been returned from an external sterilisation provider and found both debris and rust. Following re-processing the customer found depbris on the kits and after they repeated the wash and clean processes with ultrasonic pre clean, the sets still have debris on some instruments. The adverse incident recorded by the customer internally stated that 'trays opened for patients operation. Debris in cannulated taps and screw driver handle, therefore kit unusable. So instrument tray, taps and awl have debris in. Then kit 3 opened, debris in awl and cannulated taps. No other kit available in hospital. The fixation tray, hole in kit through all layers and debris therefore case cancelled.'